Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged and noted to have loss of capture. This lead was then explanted and replaced. No additional adverse patient effects were reported.